Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated the device was not functioning and had never been set up, describing the device as operating only as a defibrillator. The patient added that there had been an expectation that the device would help manage atrial fibrillation, which was not the case. Technical services (ts) referred the patient to a physician for further evaluation. To date, this ICD remains in service. No adverse patient effects were reported.